Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during final tightening, the driver continually slipped because the tip was stripped. Was surgery delayed due to the reported event? -- unknown, was procedure successfully completed? -- unknown, were fragments generated? -- unknown, if yes, were they removed easily without additional intervention? -- unknown, patient status/ outcome / consequences -- no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: -- unknown, is the patient part of a clinical study -- unknown.

Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4). Device evaluated by MFR: corrected. Evaluation codes: additional. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual examination revealed that the hex lobes of the x25 final tightener¿ distal tip had become stripped. Noted damage indicated that the stripping occurred in the direction of the tightening. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the tightener¿s distal tip becoming stripped cannot be positively determined. However, noted damage suggests that the tightener was likely subjected to unanticipated torsional forces during the tightening process, resulting in the distal tip of the tightener becoming stripped. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.